Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, once released from the delivery catheter system (dcs) the valve dislodged. The valve was snared to the aortic arch and a second valve was successfully implanted. No additional adverse patient effects were reported.